Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope was reprocessed in an endoscope reprocessor (oer-4) that had a sticky white substance in it¿s top cover. It was also noted that the user facility staffed utilized the device in a procedure. The issue was found during reprocessing and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fifteen (15) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that there may be a difference of recognition of handling of the device and reprocessing method between what was recommended by olympus and the recognition of the subject facility. The suggested event is detectable and preventable by handling device in accordance with the following IFU. The IFU warns against improper reprocessing, stating that "inadequate reprocessing of endoscopes and accessories may result in infection of patients or surgeons who touch them." Olympus will continue to monitor the field performance for this device.